Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and dehydration, with a blood glucose reading of 400 mg/dl. The customer stated that she was vomiting for four hours prior to the event, and was told that she may have had a stomach virus. The customer mentioned that she was getting no delivery alarms as well. The customer was driving at the time of the call, and was unable to troubleshoot. The customer stated that she would call back. Nothing further was reported.